Manufacturer narrative:
Evaluation: additionally, device history record and sterilization record were reviewed. Results: all records were reviewed and were found to meet specifications. Ans inc. Has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans inc. Defers to the patient's physician regarding medical history.

Event description:
The pt was implanted with an eon ipg and leads for scs in 2008. In the same month, the pt reported feeling a burning sensation in her ipg pocket site. The following month, the patient's system was explanted due to an infection at the midline incision. The explanted products were discarded by the hospital and were not returned to ans for eval. Follow-up with the pt found that she is recovering well from the infection.